Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to deploy. The patient was undergoing treatment for an ica giant aneurysm. It was reported that the pipeline failed to deploy. Several attempts were made, however, the pipeline refused to deploy. The pipeline failed to open at the distal end. It was unknown if the pipeline was positioned in a bend. Less than 50% had been deployed when it failed to open. The pipeline was resheathed more than 2 times. It was unknown if any additional steps or other devices were required to open the pipeline. The pipeline was resheathed and removed with the microcatheter. The pipeline was used for an indication that is not approved, an ica giant aneurysm. The pipeline was prepared as indicated in the IFU.

Manufacturer narrative:
H3: the pipeline flex with shield device and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch. The pushwire was protruding from the hub and the tip coil and sleeves were deployed from catheter distal tip. Visual inspection/damage location details: the total and usable lengths of the catheter were measured to be within specifications. The catheter tip, marker band and body were examined; and no damages were found. No flash or voids molded were observed in the hub. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was observed on the pushwire. The distal and proximal ends of the pipeline flex with shield braid were found fully opened and moderately frayed. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No other anomalies were observed. Testing/analysis: for further examination, the pipeline flex with shield was pushed out from the catheter without issues. Conclusion: based on the returned device, the pipeline flex with shield could not be confirmed to have failure to open at the distal end as the distal and proximal ends of the pipeline flex with shied braid were found fully opened and moderately frayed. However, the cause for damage could not be determined. There was no non-conformance to specification identified that led to the failure to open issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.